Manufacturer narrative:
Additional information received on 06 june 2017 and includes: on the contrary of what previously reported, the screw head is not available for further investigations.

Manufacturer narrative:
Additional information received on 24 march 2017 and includes: the surgery was completed successfully as the screw was not sticking out anymore and the surgeon does not think that the screw will have a negative effect on the outcome. It is the superior screw of the acetabulum. On 28 march 2017 the r&d project manager performed a preliminary investigation based on the available images and commented as follows: the images were analyzed. The screw head appeared to be fractured on the base of the neck and, in the other image, appeared to be assembled with the cardanic screwdriver. More detailed information are going to be requested; in particular, it is important to know if flexible forces were applied during the screwing of the screw. Moreover, a specific instrument is going to be developed in order to reduce flexion stresses to the screw during the screwing and tightening. Batch review performed on 05 april 2017. Lot 130453: (B)(4) items manufactured and released on 13 march 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 07 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: a bone screw was broken during insertion. The screw was supposed to provide additional stability to the cementless acetabular cup in tha. Sometimes the screws are not perfectly aligned with the cup hole and when final tightening is performed the head cannot sit flush with the cup. If tightening is continued the screw head may shear off. The threaded part of the screw will remain in the patient body, but this is completely harmless. The possible consequences may be a more difficult revision operation if it ever comes to that or a lack of initial stability because the expected help from the screw is not available. The report does not specify whether the drill guide has been used during hole drilling or not, and if it got detached from the cup hole for any reason during drilling. Not yet received.

Event description:
The surgeon prepared the screw hole for fixation of a screw into the mpact two-hole cup. On turning in the screw, the process became harder and the screw did not seat flush in the cup. The surgeon proceeded to screw tighter and eventually the screw head turned off the thread of the screw shaft. The screw head was removed from the wound but the screw threaded shaft remained in the acetabulum. So, the screw has broken off inside the acetabulum of the patient. The surgeon is not concerned that it will be a problem or harmful to the patient.